Event description:
Distributor reported that the pump stopped without notification and returned to the verify screen.

Manufacturer narrative:
The pump was returned and evaluated by animas. The investigation revealed a damaged trace in the power circuit.